Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The rotating brush fixture came off the main head of the toothbrush and detached into mouth [device breakage]; no adverse event [no adverse event]. Case description:report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that when he was using his oral-b rechargeable toothbrush, version unknown, the rotating brush fixture came off the oral-b brushhead, version unknown and detached into his mouth. The consumer stated that he'd brought products by braun in the past, and bought this particular product around 10 months ago. No symptoms developed. Relevant history: none reported. No further information was provided.